Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04784 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04784 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04784.pdf].

Manufacturer narrative:
(B)(4). Batch # p55e2c device analysis:. The analysis found that one ec45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "stapler would not release¿? Was the device stuck on tissue? If yes, how was the device removed? If yes, were the device jaws eventually able to be opened? Or was there another issue that occurred? Please provide further detail of the event. Response received: customer has not responded to numerous requests for this information.

Manufacturer narrative:
(B)(4) batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The following information was requested, but unavailable: can you please clarify the statement you made regarding "stapler would not release¿? Was the device stuck on tissue? If yes, how was the device removed? If yes, were the device jaws eventually able to be opened? Or was there another issue that occurred? Please provide further detail of the event.

Event description:
It was reported that during a thoracotomy procedure, used twice without incident on third try, stapler would not release. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.